Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. During the procedure, an isolation defect in the pocket area was observed.